Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The actual defective sample was not returned for further evaluation. Five (5) retain samples were visually and physically tested per specification with passing results. The reported defect was not confirmed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformance's of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: caresite was found cracked after starting injection of anti-cancer drug. No injury reported.